Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pleated without calcification, a lymphoid, and a rupture.

Event description:
Healthcare professional reported the right side "device appears pleated without calcification, a lymphoid, and a rupture" device remains implanted.

Event description:
A healthcare professional reported that a patient experienced the events of ¿significant increase in volume of the breast¿, ¿capsular contracture (baker grade iii)¿, and ¿biopsy cytology exam reveals an inflammatory effusion¿ this relates to the right implant. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.